Manufacturer narrative:
(B)(4)

Event description:
It was reported that through remote transmission, ventricular tachycardia and ventricular fibrillation episodes were observed. The device delivered appropriate therapy and converted the patient. After the rhythm was converted, it was noted that the patient went back into ventricular fibrillation. During the last episode, it was noted that the device delivered therapy, but due to the fine nature of fibrillation, the device undersensed the episode. The patient was deceased.